Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) was seen in-clinic today and shock impedance was at 210 ohms. Retesting showed the shock impedance at 125 ohms and there was no recent data on latitude. The device did record three untreated episodes, possibly due to myopotential oversensing noise and or suspected lead fracture. Additionally, the patient was admitted into the hospital and device therapy was programmed off, the healthcare professional plans to perform electrode replacement. Boston scientific technical services recommended additional troubleshooting to exclude a connection issue with the device and electrode. Subsequently, the device and electrode were explanted and replaced with a cardiac resynchronization therapy defibrillator (crt-d). No additional adverse patient effects were reported.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) was seen in-clinic today and shock impedance was at 210 ohms. Retesting showed the shock impedance at 125 ohms and there was no recent data on latitude. The device did record three untreated episodes, possibly due to myopotential oversensing noise and or suspected lead fracture. Additionally, the patient was admitted into the hospital and device therapy was programmed off, the healthcare professional plans to perform electrode replacement. Boston scientific technical services recommended additional troubleshooting to exclude a connection issue with the device and electrode. Subsequently, the device and electrode were explanted and replaced with a cardiac resynchronization therapy defibrillator (crt-d). No additional adverse patient effects were reported. Additionally, it was reported that the device and electrode were discarded and will not return for analysis.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.